Event description:
Add'l info rec'd noted corneal/scleral burn occurred at the beginning of phaco. Sutured wound to close; scleral graft. Viscoelastic had not been removed prior to phaco.

Event description:
Reporter noted significant corneal burn occurred during procedure. Pt has a poor prognosis.